Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the balloon catheter was received with a guide wire protruding 84.8cm from the wire port in the hub. The device was loaded through a non bsc introducer sheath and there were 3-way stopcocks attached to the introducer sheath and the inflation port of the device. Both stopcocks were in the 'open' position. There was dried blood in the extension tube of the sheath and the hub of the device. The outer surfaces of all of the returned devices were stained with dried blood. The wire could not be removed from the lumen of the device with gentle force. Both devices were soaked in water and the wire was then gently removed another 10cm proximally from the device, but it could not be fully withdrawn. Magnified inspection of the full-length of the wire lumen presented no damage or irregularities. The inner diameter (ID) of the tip met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2010-04441. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip became detached. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesions were located in a severely tortuous vessel of the upper arm. There were two identified lesions; one located within a vein and the second within an anastomosed vessel. The 135cm transend guide wire crossed the lesion and a 4mm sterling balloon catheter was used for dilatation. After dilatation, the guide wire was to be moved approximately 5cm to the anastomosed lesion. Prior to reaching the intended location, the guide wire tip tore and approximately 2cm was detached. The patient underwent surgery in order to remove the wire fragment. There were no additional patient complications reported and the patient's status is ok. However, the guide wire was received stuck inside the sterling balloon catheter.

Event description:
Same case as MFR#: 2134265-2010-04441. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip became detached. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesions were located in a severely tortuous vessel of the upper arm. There were two identified lesions; one located within a vein and the second within an anastomosed vessel. The 135cm transend guide wire crossed the lesion and a 4mm sterling balloon catheter was used for dilatation. After dilatation, the guide wire was to be moved approximately 5cm to the anastomosed lesion. Prior to reaching the intended location, the guide wire tip tore and approximately 2cm was detached. The patient underwent surgery in order to remove the wire fragment. There were no additional patient complications reported and the patient's status is ok. However, the guide wire was received stuck inside the sterling balloon catheter.